Event description:
It was reported through the field technician that the beds foot section is bent inhibiting the removable foot section from latching. No adverse events were reported.

Manufacturer narrative:
Upright assembly bent.